Event description:
The driver arms have been loose for a week. It was reported that blood glucoses were high, then went to change the reservoir and noticed that the driver arms had slipped past the plunger and no longer hold push the plunger end. Advised the customer to discontinue the pump use, and revert to back up plan of manual injections.